Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event and treatment details was not reported. The patient was hospitalized for the peritonitis event. At the time of this report the patient was recovering and physioneal therapy was ongoing. No additional information is available.